Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The vent engine was replaced to fix the reported issue.

Event description:
The hospital reported that, the unit is giving sustained patient airway (paw) alarms and evacuation bag is not inflated. There was no reported patient involvement.